Event description:
It was reported that during a procedure the device gave an error code. Customer doesn't know which error code appeared on the generator. Another handpiece was used to complete the case.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked in the closed position and was difficult to remove from the tissue: after each clip was completed thereafter they were closed in the crotch of the clip and were open at the tip malformed. The clips were removed, the device was manually opened and they completed the case with a new device. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout, jaws unable to open_open after assisted the analysis results found that the el5ml device was received with the jaws in the closed position; the trigger was manually assisted in order to open the jaws without any anomalies noted. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.